Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Caller normally is around 120mg/dl. Last 3 results in memory were 76mg/dl, 85mg/dl, 71mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (71) and the highest normal result (120) is locate din zone b/c. No adverse event reported.